Event description:
On 11/8/96, a facility nurse contacted the MFR to report two (2) incidents of pain during use of the needles. This report concerns the second event (ref. MDR#1219454-1996-00512 for first event). On 11/8/96, the facility nurse informed a MFR customer service rep that the needle does not go n as easily as the needles formerly distributed by the MFR and this needle seemed "heavier." The facility nurse asked the pt if the needle hurt more than usual and the pt said "yes."

Manufacturer narrative:
On 12/10/96, the facility nurse informed a MFR rep that the device/needle had been discarded and is not available to be returned to the MFR for analysis. Since the device is not available for analysis, the MFR's investigation of this event was limited to a trend analysis was performed on similar incidents for this catalog number and a trend was not identified. A review of the device history record did not reveal any mfg variances related to the event. Based on the information available and due to the unavailability of the device, no conclusion can be drawn as to the cause of this event. The MFR has decided to continue monitoring reports of pain during needle use. No further details are available. The MFR is now closing the file on this event.